Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a radial tear of capsule during a laser assisted cataract procedure. Reporter indicated the procedure was completed and intraocular lens (iol) was implanted. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. A number of factors relating to the patient or surgical technique can contribute to a radial tear. As the tear occurred during the phacoemulsification procedure, after laser treatment, the reported event cannot be attributed to the system conclusively. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.